Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic, review of the stored electrocardiograms noted noise on the atrial channel immediately following shocks for ventricular tachycardia. The patient is stable and will continue to be monitored.